Event description:
Sales rep reported on behalf of the customer that the screw had broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.